Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a frozen display. The customer confirmed that he recently jumped in to a swimming pool while wearing the device. Blood glucose level at the time of the incident was between 120 and 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive buttons due to corroded keypad traces. Unit received with corroded electronic assembly and motor during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.